Event description:
The customer contact reported, the shut off valve of the soluset did not close. The soluset tubing set was being used to deliver normal saline. After an unspecified length of time in use, the customer contact reported, that after the soluset emptied, the shut off valve of the soluset did not close. There were no reported adverse pt effects. No medical interventions were requested. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Section d4: the catalog number provided is the domestic list number that is comparable to the international list number in the "other" field.